Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they dropped their insulin pump while changing the infusion set and now the display screen on the pump is blank. The patient's blood glucose at the time of incident was 10.0 mmol/l. The customer stated that they tried to change the battery but the pump wouldn't turn on. Troubleshooting was initiated for the blank display. The customer confirmed that there was no physical damage or corrosion on the pump, and that the battery is inserted correctly. The pump passed the self test as well. However, the display did not return. The customer was advised to monitor the pump. No products were returned and a replacement battery cap was shipped to the customer to ensure that there is no issue with the battery compartment.